Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8d06-87 that has a similar product distributed in the us, list number 8d06-41, 510k k153730. All available patient information has been provided.

Event description:
The customer observed a false negative architect syphilis result generated on architect i2000sr analyzer for a 60-year-old male patient (sid (B)(6)). The architect results were 0.47 s/co and 0.46 s/co (negative). Autobio result was 11.35 (positive). Tppa was positive. Mindray was 1.07 (positive). There was no impact to patient management.